Event description:
Patient developed swelling in both the upper and lower lip after injection in both areas. No other symptoms were reported. Patient was prescribed oral prednisone and an antihistamine. After two doses, the patient ceased usage since the swelling was resolved.

Manufacturer narrative:
This is a patient-reported event. The patient's condition is currently resolved. Per product labeling, the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The use of the device outside of labeling indications is considered as unapproved use. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.